Event description:
It was reported that during an unknown procedure, the tissue pad fell off into the patient. It is unknown if the pad was retrieved or located. It is unknown how the case was completed. No adverse consequences reported. No additional information is available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 812 during programming/setup. Device evaluation determined failure code 812 to be a cascade failure from failure code 810:11, which interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as a remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.